Event description:
Procedure: hysterectomy. According to the reporter: the use of unidirectional barbed suture and polyglactin suture was studied in patients who underwent laparoscopic vaginal closure after removal of the uterus and cervix by two gynecologic oncologists from (B)(6) 2005 to (B)(6) 2012 (n= 550), two hundred eighty eight (52%) of these patients had laparoscopic vaginal cuff closure with interrupted polyglactin (vicryl) suture and 262 (48%) had closure with continuous unidirectional barbed suture (vloc). The incidence of vaginal cuff dehiscence among those with vicryl closure was (B)(4), compared to (B)(4) with v-loc. Two of the four cases of vaginal cuff dehiscence in the v-loc group occurred after intercourse within 10 weeks postoperatively. Excluding posttraumatic cuff dehiscence, there is a (B)(4) incidence of spontaneous dehiscence. Based on our experience with vaginal cuff dehiscence, we recommend 12 weeks of abstinence after surgery. This is for one of the four incidents.

Manufacturer narrative:
(B)(4).